Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's medtronic representative reported via email that the customer was hospitalized a week ago due to a severe hypoglycemic episode. The customer declined 24-hour helpline assistance and further documentation of his hospitalization. No products were shipped or returned.